Event description:
Nursing staff were attempting to obtain a urine sample for c&s. Urine was in the sample cup with the blue screw-cap & integrated sampling system in place. The nurse put the grey rubber topped tube into the sampling lid. The tube partially filled. When she withdrew the tube, the rubber top disconnected from the glass tube & stayed in the integrated sampling system. The nurse obtained a new kit to get the sample needed for the lab.staff did not save the device or the packaging. However, all kits on this unit have the same ref number: 364956. The grey top tubes inside these kits are lot #5277236, exp 4/1/07, ref 364956.